Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.a ge healthcare service representative performed a checkout of the equipment. The adjustable pressure limiting valve was replaced.

Event description:
The hospital reported that the adjustable pressure limiting valve was stuck. There was no report of patient involvement.